Manufacturer narrative:
This is report 1of 2. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. D4 gtin - added. Due to the automated manufacturing execution system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was received deployed within the hub/lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter was cut in order to retrieve the stent. The proximal end of the stent was noted to be deformed. There was an unknown material (possibly some sort of tubing like ptfe) present on the distal end of the stent. All 3 marker bands were present on both ends of the stent. The function inspection was unable to perform as the stent was returned in a deployed state. The reported event 'stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure the stent detached from the catheter prematurely. During analysis, the stent was received deployed within the hub/lumen of the microcatheter. The proximal end of the stent was noted to be deformed. There was an unknown material (possibly some sort of tubing like ptfe) noted on the distal end of the stent. Given the event description and the condition of the returned subject stent, one possible scenario is that the introducer sheath¿although initially set up correctly as indicated in the follow-up good faith effort responses¿may have shifted either proximally or distally prior to stent advancement. Since the introducer sheath and the stent delivery wire (sdw) were not returned for analysis, it is not possible to determine the direction of any potential movement. If such movement occurred, the stent may have partially deployed into the gap created by proximal sheath movement or may have been damaged while passing through a deformed distal tip opening caused by distal movement. This could lead to increased resistance during advancement, prompting the user to attempt withdrawal of the stent and sdw. Retraction of the stent into the hub can result in automatic opening of the proximal end, releasing the sdw and leaving the remainder of the stent within the microcatheter lumen. As the reported event only states that the stent detached prematurely, and key components (sdw and introducer sheath) were not available for evaluation, this explanation represents just one possible mechanism. The exact sequence of events leading to the observed condition cannot be conclusively determined from the available information. Based on our view of all available information an assignable cause of procedural factors has been assigned to the reported event 'stent deployed prematurely during use' and to the analysed event ¿stent deployed prematurely during use¿ and ¿stent deformed ¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the directions for use, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported that the subject stent was used in the medical procedure. However, the subject stent got detached from the catheter prematurely, no further information available currently. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent was used in the medical procedure. However the subject stent got detached from the catheter prematurely, no further information available currently. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.